Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back saying they had plugged the replacement controller into ac power for 2 weeks now and they went to charge the implant, but when they unplugged controller, nothing was on the screen. Patient said when plugged in they would see the set up screens and saw software problem, but that would go away when they unplugged the cord. Agent had patient check, and patient did not have the battery pack in the controller. Patient thought they had to send everything back and sent the battery pack back with the old controller. Agent reviewed aa vs li battery pack usage and sent request to repair for battery pack to be sent to patient. Pt stated that they received the replacement battery pack (bp) and when they inserted the bp into the controller, they received a "software problem cannot continue please call mdt" message, same problem they had a month ago and they still have no connection. When asked, pt stated that the message was no longer displayed on the controller. Pt mentioned they had unplugged and reset the controller. Pt stated seeing the implant setup screen. Agent guided the pt in pairing the controller with the implant. Pt was unable to proceed and stated seeing the message "battery empty cannot continue recharge the controller". Pt also mentioned that their implant battery is "so dead". Agent reviewed the charging information and advised the pt to charge the controller first, then attempt to continue with the pairing process afterward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that his implanted neurostimulator ran down and charged for 2 hours and got back to 100%. Patient states they may have omitted to check to see if they turned on the transmission a little bit. Patient states had an appointment and had to get up and go and an hour and a half later came back and can tell that the implant is not turned on. Patient has been holding up the donut for about an hour now and cannot get it to start charging. Agent advised to reset controller and patient states they cannot get the cord unplugged from the controller. Agent had a hard time understanding and attempt to troubleshoot as the patient was upset. Patient states the cord doesn't come out meaning the ac power is stuck in the controller. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.